Manufacturer narrative:
A visual and microscopic examination identified proximal stent damage. The proximal stent struts on rows 1 and 2 were raised. This type of damage is consistent with the device encountering some form of resistance during insertion and/or withdrawal. No kinks or damage were noticed along the shaft of the device. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. A review of the manufacturing records found that the device met material, assembly and product specifications. The most probable root cause classification is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The physician advanced the 2.50x24mm taxus liberte' drug eluting stent to the lesion, but could not cross. When the device was removed from the pt, stent damage was noted. The procedure was completed with an unk stent. No pt injuries or complications occurred. Pt status is satisfactory. Additional info has been requested and is not available.